Event description:
The manufacturer received information alleging a ventilator's touchscreen failed to respond. There was no harm or injury reported. The ventilator was evaluated by the customer. The device'sdisplay board needs to be replaced to address the issue.